Event description:
There were three cases performed (two acl;one pcl procedure) by the same surgeon where a total of four biorci ha screws broke. It is unk which screws broke during what cases, but the part numbers and lot numbers have been identified. In all three cases the surgeon did not use the starter as indicated in the IFU. Two cases were reported as debris from the broken screw still being in the pt. There was no pt injury or procedural delays reported. Each of the three cases shall be reported separately to FDA.